Event description:
Reporter stated that a pt's blood glucose was measured, on the facility's advantage system, with a result of 550 mg/dl. Pt's blood glucose was immediately retested, on a different system owned by the facility, with a result of 200 mg/dl. Reporter stated that pt's therapy was not modified based on these values. No pt injury was reported and no treatment was received. Based on the discrepant results, the advantage system was removed from service. Reporter did not provide the location where the discrepant results were obtained. A level-one control test was reportedly performed on the advantage system and the result was within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.